Manufacturer narrative:
Block a1: meshc-20211026-bb8ce866. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06564.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2007. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; thi pain; off vag dis; diff bowel; rec incont; aggrav incont; psych; oth pain: leg weakness, stomach area. Nonsurgical treatments: the patient was treated with pain medication. The patient was treated with other medication (please specify): antibiotics (constant use) for the treatment of: bladder infections. On (B)(6) 2007 the patient commenced physiotherapy treatment (including pelvic floor exercises or training). Treatment duration: slow down after 2015 . The patient was treated with topical treatment (including oestrogen cream).

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2007. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; thi pain; off vag dis; diff bowel; rec incont; aggrav incont; psych; oth pain: leg weakness, stomach area. Nonsurgical treatments: the patient was treated with pain medication. The patient was treated with other medication (please specify): antibiotics (constant use) for the treatment of: bladder infections. On (B)(6) 2007 the patient commenced physiotherapy treatment (including pelvic floor exercises or training). Treatment duration: slow down after 2015. The patient was treated with topical treatment (including oestrogen cream).